Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The instrument did collide with other instrument or tool during the procedure. After the completion of the procedure, the instrument was inspected and the damage was found. The reported issue was found prior to reprocessing.

Event description:
It was reported that during central processing, the cable of the maryland bipolar forceps was noted to be damaged and about to break. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used in a procedure on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device was before the reported event date since the issue was identified during central reprocessing. A review of the provided image is consistent with the damaged conductor wire. The internal wire appeared to be exposed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.